Event description:
Boston scientific received information that a low out of range pacing impedance measurement was noted on this patient¿s right ventricular (rv) lead. Noise and oversensing were also noted and the physician believes there might be a lead fracture. Due to the patient¿s current metal and physical health, the leads will remain in service for now and the plan is to monitor the patient for the time being. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.